Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust insulin delivery and did not suspend insulin delivery. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.